Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery in user facility medwatch report number (B)(4) that a strata valve was placed in the patient and the physician noted that the valve was not functioning. The valve was removed from the patient. When the physician examined the valve a hole was observed. The valve was removed from the sterile field and given to the materials coordinator. A new valve was opened and inserted into the patient. There was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.